Event description:
New information received indicates the left ventricular (lv) lead was successfully explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, loss of capture was noted on the left ventricular (lv) lead due to dislodgement. Diagnostic imaging was performed, and lv lead dislodgement was confirmed. Further intervention is anticipated. The patient was stable with no adverse consequences.